Event description:
It was reported the patient experienced loss of stimulation therapy from the drg system. A company representative met with the patient and a system diagnostics found all of the lead contacts had impedances out of range. X-rays were taken but no anomalies were found. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's drg lead was replaced. Stimulation therapy was reportedly restored postoperatively.